Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer took longer to boot; device stayed on the gray screen for a minute but then fully booted. Reconfiguration completed and software reloaded to resolve long boot times with gray screen issue. Analysis also found the top right hinge plate screw will not tighten; upper hinge plate found out of mechanical specification. Power cord door latch tabs were found broken and the system fan was intermittently noisy. (B)(4)

Event description:
It was reported the programmer will not boot up, gray screen only. Service disk was not successful. No patient involvement or complications were reported.